Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump has been draining the batteries and the device would shut off without warning. Customer reported the issues have been occurring for a month. Customer's blood glucose was 205 mg/dl. Customer does not use recommended battery. Customer stated the off no power did not occur less then 24 hours then low battery alert. Battery life was less then a week. Customer was advised to clean battery compartment and insert a new battery. Customer did not have proper battery but stated she will go buy required batteries. Customer was advised to monitor the device. No further information reported.